Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.(B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00068, 00070. This event occurred in (B)(6).

Event description:
Allegedly removed during the revision of another component. Orig. Surg. 2010.